Event description:
It was reported that, during treatment, two versajet exact assy, 45 degree x 8mm did not primed. The procedure was able to be completed with the same device and without a significant delay. Patient was not harmed. No other complications were reported.

Manufacturer narrative:
The device ,intended to be used in treatment, was returned for evaluation. The visual evaluation found there was no blockage at the distal output orifice as observed under a microscope. The functional evaluation found the device primed and cut as designed, establishing no relationship between the device and the reported event. The probable root causes are kinks or obstructions in the high pressure tubing. No lot/serial number has been provided, therefore a review is not possible. A complaint history review found other related events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.